Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the unit was not taking a deep enough graft and not taking graft completely across. The unit was set for 16in cutting at a 12in graft. There is no information provided regarding the timing of the event or if there was any patient involvement/harm that may have occurred. Due diligence is complete, no further information is available.